Event description:
It was reported that, during surgery the head of the screw was broken. The tip of the screw remained in the pt.

Manufacturer narrative:
Investigation in progress but not yet complete.